Manufacturer narrative:
Device arrived with complaint not fully priming line set. The device was tested by priming an empty line set. Step one ¿ filled empty vial. Step two connected empty line set. Step three - inserted vial into device. Step four ¿ programed device to get to priming step. Step five ¿ followed on screen instructions to prime device. The device was primed for 40 seconds and successfully primed over 2 empty line sets. Could not confirm complaint. Device successfully primed the line set multiple times. Completed all other performance verification test and device functions normally. Probable cause not found. While there were some alarms during the reviewed period, they did not appear to relate to the customer¿s complaint and the device was found to have delivered accurately (within tolerance). Further the logs do not present information related to priming. The customer¿s complaint about priming not being allowed or completing could not be confirmed. A 12 month service history was performed and no similar complaints could be found.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a pca 7.03 w/ mednet where it was reported that when attempted to prime the tubing, the pump did not allow the tubing to prime fully; it was only half completed. Additionally, it was reported that the pump displayed a message "priming complete" during their 2 attempts but it was never complete. The pump did not audibly alarm for air in line. There was no specific error code displayed on the screen. Additionally, it was reported that the pump was removed and therapy was resumed on a replacement pump. The tubing used with the pump was a y-type minibore pca set, integral pav, injector assembly, 0.2 micron filter, secure lock, 86 inch moreover, it was reported that the tubing worked appropriately using another device. There was no harm reported.